Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lead was placed laterally and needed to be implanted midline for bilateral coverage. The patient underwent a lead replacement procedure. The explanted device was not returned to bsn per hospital policy.